Event description:
It was reported that the 9800 system intermittently shuts off during a case. The 9800 system had to be removed, and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.